Event description:
Reporter indicated that a vns patient underwent generator and lead revision surgery. The generator was at end of service and device diagnostics could not be performed to assess the condition of the lead. The treating medical professional chose to have the lead replaced prophylactically due to the patient experiencing frequent trauma. No high impedance diagnostics were ever noted. A portion of the lead and the generator were returned and an analysis was performed. The generator was confirmed to be at eos, and no anomalies were noted with its performance. The lead was found to have two of the quadfilar coil strands broken. Even though there were no coil fractures, current could still flow through the lead. Note that since a portion of the lead assembly body including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contirbute to a death or serious injury.